Event description:
Customer complaints blood leak during the treatment. Blood flow rate, 60 ml/min, tmp, 60 mmhg. The blood was insignificant. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The root cause of this event cannot be determined at the moment. As soon the samples are on hand, the investigation will begin.